Event description:
The customer reported that the system would intermittently not produce fluoroscopic x-ray images. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the hard drive and reloaded the software and calibration files. The system was tested and found to be working as intended and put back in service.